Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected, which was determined to be a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a follow-up appointment, this pacemaker-dependent patient complained of increased fatigue. Upon interrogation, this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that at a follow-up appointment, this pacemaker-dependent patient complained of increased fatigue. Upon interrogation, this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.